Manufacturer narrative:
Full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alarm about the water temperature not being right, so they turned the arctic sun device off and back on again and the alarm continued to go off. They took the device off the patient and changed to another machine. The alarm said something about a sensor but did not write down the number. It was a red alarm that told them to power the device off and back on again. They could not make out the s/n, it has rubbed off. Advised to send device to biomed and have biomed call in to troubleshoot. Confirmed new device was functioning as expected and they were able to adjust the duration to match current stage of therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that they got an alarm about the water temperature not being right. They turned the arctic sun device off and back on again and the alarm continued to go off. They took the device off the patient and changed to another machine. The alarm said something about a sensor but did not write down the number. It was a red alarm that told them to power the device off and back on again. They could not make out the s/n, it has rubbed off. Advised to send device to biomed and have biomed call in to troubleshoot. Confirmed new device was functioning as expected and they were able to adjust the duration to match current stage of therapy. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alarm about the water temperature not being right, so they turned the arctic sun device off and back on again and the alarm continued to go off. They took the device off the patient and changed to another machine. The alarm said something about a sensor but did not write down the number. It was a red alarm that told them to power the device off and back on again. They could not make out the s/n, it has rubbed off. Advised to send device to biomed and have biomed call in to troubleshoot. Confirmed new device was functioning as expected and they were able to adjust the duration to match current stage of therapy.